Manufacturer narrative:
(B)(4). After evaluating additional information, it has been determined that this product did not cause or contribute to the event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: unknown maxim bearing. Unknown maxim femoral. Unknown maxim tibial tray. It is unknown if product will be returning to zimmer biomet, and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were submitted for this event, please see associated reports: 0001825034-2018-09471; 0001825034-2018-09472; 0001825034-2018-09473.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient is being revised due to unknown reasons.